Event description:
Patient called to report an adverse event involving his dexcom continuous glucose monitor. Patient said he has been using the monitor since (B)(6) 2016, but on (B)(6) 2016, he was taken by rescue to the emergency room with a low blood glucose level of 29mg. Patient stated his monitor failed to alert him of the low, and missed the urgent alert that should have alarmed at 50mg. Patient stated that on the same day he was taken by rescue, his parents had picked up an urgent certified letter for him, which ended up being from dexcom. He said the letter from dexcom was informing him of issues with the monitor's alarm and failing to alert properly. Patient said the letter gave a number to call for tech support, but patient has been unable to get into contact with anyone. He stated he has called 8 times and stayed on hold for at least an hour each time, and was prompted to leave his phone number and receive a call back within 24 hours. He is still waiting to hear back.